Manufacturer narrative:
(B)(4). If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Was the case discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products / prolene sutures, involved contributed to the adverse events described in the article, specifically: suture penetrated skin (suture spitting), infection, reoperation? If yes, provide details of event and specific suture product type. Can specific patient demographics be provided for the subject of this article? If yes, please include: date of procedure, product involved, are the product code and lot numbers available for devices used prolene sutures?

Event description:
It was reported in a journal article that the child underwent a second repair of giant omphalocele procedure on unknown date and the suture was used interrupted to suture reconstructive matrix to the fascia and two halves of matrix in the midline. The defect was reduced as much as possible. Four months after the second surgery, the suture penetrated the thin skin and a minor surgery was performed to shorten the sutures. A third go repair was scheduled at four years of age. The suture again penetrated the skin and there was a local skin infection. The surgery was therefore scheduled at 13 months after the second go repair when the girl was three years old. The suture was removed and the closure was made with another running suture. The patient was discharged home five days after the surgery. The girl was doing well, living a normal active life with her family at the latest control at the age of 3 years and 3 months. Additional information has been requested.